Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user requested to check there is any issue for the host conversion. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had an issue with the host conversion. A technical support specialist (tss) received a call reporting multiple stations stuck in progress during a host conversion and identified communication issues during data synchronization along with a duplicate key error in the conversion records. The tss proceeded to synchronize the affected stations using a backup database, which resolved the issue. The tss was then informed of another station stuck in pending due to a power loss and remained on standby to support the scheduled host conversion if a full synchronization was required. The tss also handled a reported issue with logistics not processing replenishment and continued monitoring the case while awaiting completion updates for the host conversion. The tss remained assigned to provide standby support throughout the scheduled activity and awaited further updates on the completion status and confirmed to close the case. The system functioned as intended after the technical support specialist investigated the issue.